Event description:
The patient reported that he was experiencing pain in his neck and hoarseness at times several months after generator replacement. Diagnostic tests showed that the vns device was functioning normally and the settings were reduced. It was noted that the prior to vns implant the patient had suffered from a gun shot wound and the surgeon believed that the current pain was associated with scar tissue that developed after the gun shot wound. The patient had benefited from vns therapy and the surgeon believed that the scar tissue in the neck needed to be removed. The patient later underwent surgery where the surgeon found that the insulated tubing of the lead was abraded. The surgeon assessed that the broken tubing caused the patient's discomfort. The vns lead was then replaced and the existing generator was left implanted. The explanted lead was then discarded following surgery therefore product analysis cannot be completed.